Event description:
It was reported the patient's ipg was explanted because the patient felt it was swollen and uncomfortable. Follow-up indicated the patient stated he felt his body was "rejecting" the ipg and he experienced intermittent swelling at the ipg location. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.